Event description:
Clinical study. Same case as: 2134265-2009-05554. It was reported that during a coronary artery drug eluting stenting procedure, the pt experienced dissection. The non-target lesion located in the mid left anterior descending (lad) was predilated with a 2.0x9mm maverick balloon and placement of a 3.0x12mm non-bsc stent. Post-dilation was performed using a 3.0x8mm quantum maverick balloon followed by a 3.5x8mm quantum maverick balloon. This resulted in a distal dissection that was treated with a 2.75x12mm non-bsc stent. Both stents were post-dilated again using the 3.0x8mm quantum maverick balloon. Further on in the procedure, a proximal dissection was noted, and treated using a 3.0x12mm non-bsc stent placed in an overlapping fashion with satisfactory results. The pt was discharged one day after the intervention on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.